Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9597-20, serial/batch number 37621942, was received for investigation. Visual evaluation revealed heavy scratches and lines in the sleeve collar. Because the matting came with heavy scratches along the od of the device is possible that the instrument will bind together when the metal is too hot to be used for a long time. Also, scratches were observed along the shaft. Both devices arrive separately for investigation. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 11/17/2022, it was reported by a sales representative via sems that an ar-623-31 tibial guide, and a (B)(6) drive shaft are binding together. This occurred during a case, with no patient effect reported. Additional information provided on 01/06/2023, it was reported that an ar-9597-20 angled reamer sleeve is binding together with the (B)(6) drive shaft.